Manufacturer narrative:
Philips service replaced the geoipc and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc failure caused a table movement issue, and the device failed before examination on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.